Event description:
Report received from the USA stating the device was "heating up." The event did not occur during surgery. There was no user pt injury reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the unit exceeds temp limits in the base. This is most likely due to usage and wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent.